Manufacturer narrative:
Pump received with intermittent button response and button error alarm due to corroded keypad traces. No low reservoir alarm during testing noted. Received with pump cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window and cracked battery tube threads. (B)(4).

Event description:
The customer reported via phone call that the display on the insulin pump is stuck in the low reservoir screen and the display cannot be cleared. Customer has changed batteries and that has not helped. Customer does not recall any significant events leading to the error. Customer's blood glucose was 170 mg/dl at the time of incident. Troubleshooting was done for display screen but customer was advised to discontinue use of the device and revert to a back-up plan per doctor's instruction. The customer was advised that the device would be replaced and to return the product for analysis.